Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Date of event: unknown, not provided; best estimate is between (B)(6) 2019. (B)(4). Device evaluation: the product was not returned to the manufacturing site as it was discarded by the customer; therefore, the complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no additional investigation requests have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcb00 12.5 diopter intraocular lens (iol) implanted in the patient's right (od) eye on (B)(6) 2019. It was later explanted on (B)(6) 2019 due to unspecified injury. A replacement lens is a same model zcb00 with a higher diopter. Reportedly, no incision enlargement or suture was used. The customer also indicated that the iol has been discarded. No further information was provided.